Manufacturer narrative:
According to the customer contact on (B)(6) 2026, "during preparation, when a control syringe was attached to the manifold, it did not lock and came off as soon as the syringe was rotated. There is concern that air may get mixed in due to looseness". The customer contact stated the product was not used. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer contact on (B)(6) 2026, "during preparation, when a control syringe was attached to the manifold, it did not lock and came off as soon as the syringe was rotated. There is concern that air may get mixed in due to looseness". The customer contact stated the product was not used.

Manufacturer narrative:
Update to h6: investigation findings (c) update to h6: investigation conclusions (d) update to h7: if remedial action initiated, check type update to h9: if action reported to FDA under 21 usc 360i(g), list correction/removal reporting number.